Manufacturer narrative:
Concomitant medical products: imd49b58 lead, implanted: (B)(6) 2002.

Event description:
It was reported that the patient experienced bradycardia and increased fatigue. It was noted that both the right ventricular (rv) and right atrial (ra) leads exhibited noise/oversensing which lead to inhibition of pacing, and low impedance. The rv lead also had a high sensing integrity counter (sic). A revision was scheduled to replace both leads and they currently remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were capped and replaced.